Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility the device was found to have physical damage and could not power on with ac or dc power. This did not indicate a reportable malfunction. However, during verification testing at the user facility corrosion due to battery leakage was found in the battery compartment and the middle printed circuit board of the device.